Event description:
It was reported "patient went to surgeon's office unable to stand straight (08/2006) x-ray taken (post op), offset connector not holding rod. Patient taken back to surgery, offset taken off on left side. New offsets and rods put back to replace."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental.